Manufacturer narrative:
This complaint is being processed in accordance with (B)(4) decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
This event occurred at the time of during use. Treatment with fb-15rbs due to pneumonia in a patient endotracheal intubation. Treatment was performed using fb-15rbs, and when it was removed from the patient, the insertion part was fallen into the patient's body was confirmed. Tried to retrieve it from the patient's body with another scope, but could not retrieve it. Retrieved the insertion part which had fallen in patient's body the next day. A device history record(DHR) review for model fb-15rbs, serial number (B)(4) was performed by the manufacturer, the DHR review confirmed the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Evaluation summary: when we checked the returned product, it was observed with the naked eye that a part of the flexible tube exodermis resin around 50 mm to 75 mm from the distal end had peeled off. When further magnified (15 times) and observed, many streaky cracks were confirmed and the back side of the flexible tube exodermis resin. We measured the components of the exodermis resin, but could not detect the components such as chemicals. When we conducted a tensile comparison test between the returned product and the normal flexible tube outer skin resin, it was confirmed that the returned product was not elastic and could be easily torn off. About 11 years have passed since the product was delivered in 2010, and there was no repair history. It was caused due to the flexible tube exodermis resin deterioration over time and fell it off. In addition, there was a red deposit that seems to be blood in the conduit of the endoscope. There is a possibility that the endoscope has not been sufficiently cleaned and disinfected. It was reported from pentax to (B)(6) on june 30, 2021. In addition, the investigation report was provided to the hospital on june 11, 2021 and was accepted on july 1, 2021. This event meets the requirements for FDA reportability.